Manufacturer narrative:
Pharmacovigilance comment: the serious events of swelling and mass at the implant site and the non-serious event of device migration were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with multiple hyaluronidase injections to prevent permanent damage. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-mar-2020 by a female consumer, which reports her own case (unknown age). No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with several unspecified fillers in the last 4 years. On an unknown date in (B)(6) 2019, the patient received treatment with restylane defyne to fill in the corners of lips and some lines just under the corners of mouth (unknown amount, lot number, injection technique and needle type). Unknown time later, in (B)(6) 2019, the patient had experienced bumps/lumps/more lines(implant site mass) that were hard and impossible to smooth or sculpt. The patient was with huge uneven bumps and looks like pools of padding on her face. The physician had injected not less than 15 injections of the hyaluronidase [hyaluronidase] since two weeks after restalyne injections, that was between 15-25 injections almost every other day since the first week in (B)(6) 2019. It was only after too many injections they had been able to dissipate some of the restalyne. It was also reported that restalyne has traveled from where the or ivy injections were given(device dislocation) to cheeks, jaw area, and the sides of face. The patient face was still uneven and swollen(implant site swelling). Restalyne continues to pop back up and travel to obscure areas of face that they did not touch. With each visit and endless shots, patient had lines around the top of lips, which prior to the restalyne, had none. The patient physician to use filler on cheeks and lips so that it almost matches the swelling and lumps which did not dissolve. Outcome at the time of the report: bumps/lumps/more lines was not recovered/not resolved. Swollen was not recovered/not resolved. Restalyne has traveled from where the or ivy injections were given was unknown.